Event description:
It was reported that impedances were greater than 3600 ohms on electrodes 8 and 10. The patient was reprogrammed as a result of the event. The patient was implanted 2 days prior to report and it could not be determined which one of the two newly implanted leads was 8-15. The patient¿s status at the time of report was alive with no injury. The patient was reprogrammed around electrodes 8 and 10. The patient was alive without injury. There were no complaints from the patient. The patient was receiving effective therapy. No further actions were planned. The patient was alive without injury and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).